Event description:
According to the caller, pt was feeling fine but was getting a high reading result on their meter at 6:40 am. Pt took this regular amt of insulin. No mention of eating their breakfast. The caller took another reading at 9:30 am and reading was still the same. Following label instructions. Pt phoned their physician and the dr. Advised them to go to the emergency room at the hosp and notified the hosp that the caller was on their way in. After the results were obtained at the hosp on a hosp meter, the pt was given food and released. No further info is available at this time.